Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). The customer reported when they fixed the main pcba assembly from other working machine into this machine it started to work normally. They confirmed that the main printed circuit board assembly of the device has failed. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator inoperable, low minute ventilation, low peak inspiratory pressure and motor fault on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.